Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the patient's right ventricular lead was previously reprogrammed due to over-sensing of noise. No intervention was performed and the patient will be monitored. The patient was stable.